Event description:
This lead was attempted, but not implanted, on (B)(6) 2011. The cs was dissected. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).